Event description:
A patient who had a stent implanted in 2002 for treatment of a tracheobronchial stricture, returned to the hospital in 2003 expressing that they coughed out a stent with sputum. The patient reported having a bad cough, breathing difficulties and pain in the trachea. A bronchoscopy procedure was performed for diagnosis and treatment. It was reported that there were multiple granulation tissues over the stent area and a free end of wire at the distal part of the stent was coated with mucus. The stent and debris were removed with biopsy froceps. The doctor reported that no other invasive procedures were performed on this patient. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. If the device becomes available for evaluation, a supplement to this report will be filed. A lot history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product.